Event description:
Procedure: roux-en-y laparoscopic gastric bypass. On post-op day two the pt had precipitous onset of severe abdominal pain overnight with tachycardia. Exploratory laparotomy was done and findings were a small leak adjacent to the jejunal-jejunal anastomosis. Small area of bowel adjacent to the suture line appeared traumatized. Surgeon resected this area and re-created the anastomotic area. Pt discharged to home eight days later with home care to follow for dressing changes.